Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: 2008. Revision of knee components due to infection.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00003, and 1038671-2018-00005.

Manufacturer narrative:
Device specific risks:fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Infection is a known risk in any total joint surgery. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely is related to the patient's underlying condition. This device is used for treatment not diagnosis.

Manufacturer narrative:
Device specific risks :fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Infection is a known risk in any total joint surgery. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the infection and subsequent revision, cannot be conclusively determined; however, it is most likely is related to the patient's underlying condition. This device is used for treatment not diagnosis.

Event description:
This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00003 and 1038671-2018-00005.